Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump got exposed to moisture and got blank display. The customer reported no adverse event. The event involved product(s) mmt-1711k. Troubleshooting was performed. Battery cap contacts and battery compartment and or springs are not damaged. Display did not return after inserting a new battery. Customer confirmed that pump was dropped and battery compartment was cracked. No harm requiring medical intervention was reported. Mmt-1711k was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the active current test and self test. Pump did not pass the sleep current measurement test due to high currents. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Pump error 63 (variable 15) on 04/11/2024 11:05:12.000 was found in the history files due to a hardware error. Pump error 4 was found in the history files on 04/11/2024 11:05:12.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded home switch, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), keypad overlay texture damage and label damage (serial number label peeling; end cap address label faded). Blank display was not observed during analysis and passed all required testing. Blank display was not confirmed. Exposure to moisture was confirmed. Cosmetic damage was confirmed on the pump. Unexpected battery power loss was confirmed due to moisture damage to the electronic stack. Pump error 63 was confirmed due to a hardware error. Pump error 4 was confirmed due to a pump error 63. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.